Event description:
Hi, I bought an electric pump off (B)(6) a few days ago found it is obviously a inferior product without any information of manufacturer or distributor, even not a brand logo on the box or product itself. It came with dirts and blots, not sanitary at all. No any contact information could be found. I cleaned it and tried to use, but my nipples were torn and hurt, the next day nipples got inflammation. This is absolutely a product that wasn't approved by FDA and it came from unknown origin. I don't know why it can be sold on (B)(6) for such a long time. Here is the product link (B)(6) it says the brand is (B)(6) on the product page but nothing brand information can be found on the packing box or user manual. This must be a bogus product. Please investigate it as soon as possible, can't imagine babies are fed with milk pumped out by such a poor quality thing. No manufacturer information. FDA safety report ID# (B)(4).